Manufacturer narrative:
Voluntary medwatch report received: mw5154198.

Event description:
Voluntary medwatch report received noted that the lead was capped due to a product performance issue. No additional adverse patient effects were reported.